Event description:
It was reported that the patient presented remotely via (B)(6), upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate automatic mode switch and far r-wave over-sensing. No interventions were performed. There were no patient consequences.